Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective pain relief from the scs system as such, the patient underwent surgical intervention where in the system was removed and replaced. Reportedly, effective therapy resumed following the procedure which resolved the issue.